Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Following a refill session, the patient experienced a change in therapy; unspecified neurological symptoms. The patient returned to the clinic and reported that the pump medication was leaking out of their skin. The health care professional was unable to aspirate any fluid or install normal saline into the pump. The pump was explanted. The patient recovered without sequela. There was no patient injury. The pump was used to deliver dilaudid.